Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be "belt temperatures too low after nip roller and heated section.". The lot number was unknown; therefore, the device history record could not be reviewed. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. Correction: d. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the nurse stated they figured it out. They were getting low flow, and flow stopped in an arctic sun device. They added some water and now flow was good. Nurse was no longer in the room. No action needed. Therapy started last night. They had trouble with the flow ever since. They went through the troubleshooting process on the screen but eventually changed devices. The first device gave a message that empty pads not complete when they discontinued the use of that device. They were currently using another device. Flow rate (fr) was 0.2lpm, inlet pressure (ip) was -7.0psi, circulation pump command (cpc) was 29 percentage. Pump hours were 7780. System hours were 7949. Asked nurse to disconnect and reconnect the pads using proper technique, rotating the clamps 180 degrees. Baby was in a giraffe bed. Tubing was not bent or kinked or compressed. Fluid delivery line (fdl) was looped and not pulling on the pads. Flow remained 0.3lpm, inlet pressure (ip) was -7psi. Asked nurse to run fingers along the length of the tubing, no kinks or compression noted. Moved pads to another location on the fluid delivery line (fdl). Flow remained 0.4lpm, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 33 percentage. Patient temperature (pt) was 32.5c. Suggested changing the pad and put this one behind the nursing station for quality to have returned. Per follow up information updated in ttm sheet on 17jul2023, spoke with nurse who confirmed once the pad was swapped, the issue was resolved and was unsure if the pad was kept and did not have time to check at this time. They confirmed both devices they had used on the patient are in use without issues and the nurse thought the issue with both devices was the pad.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the nurse stated they figured it out. They were getting low flow, and flow stopped in an arctic sun device. They added some water and now flow was good. Nurse was no longer in the room. No action needed. Therapy started last night. They had trouble with the flow ever since. They went through the troubleshooting process on the screen but eventually changed devices. The first device gave a message that empty pads not complete when they discontinued the use of that device. They were currently using another device. Flow rate (fr) was 0.2lpm, inlet pressure (ip) was -7.0psi, circulation pump command (cpc) was 29 percentage. Pump hours were 7780. System hours were 7949. Asked nurse to disconnect and reconnect the pads using proper technique, rotating the clamps 180 degrees. Baby was in a giraffe bed. Tubing was not bent or kinked or compressed. Fluid delivery line (fdl) was looped and not pulling on the pads. Flow remained 0.3lpm, inlet pressure (ip) was -7psi. Asked nurse to run fingers along the length of the tubing, no kinks or compression noted. Moved pads to another location on the fluid delivery line (fdl). Flow remained 0.4lpm, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 33 percentage. Patient temperature (pt) was 32.5c. Suggested changing the pad and put this one behind the nursing station for quality to have returned. Per follow up information updated in ttm sheet on (B)(6) 2023, spoke with nurse who confirmed once the pad was swapped, the issue was resolved and was unsure if the pad was kept and did not have time to check at this time. They confirmed both devices they had used on the patient are in use without issues and the nurse thought the issue with both devices was the pad.